Manufacturer narrative:
Additional information: d10, h3, h6 the reported events were for lead dislodgement, failure to capture, and device sensing problem. A complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for failure to capture and device sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was experiencing chest pain so a follow-up was scheduled. During the appointment, no capture and low sensing were observed on the right ventricular (rv) lead. An x-ray image was performed which found the rv lead was dislodged. In addition, the physician suspected lead damage. An echo-cardiogram was performed; however, no cardiac perforation or tamponade was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.